Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting loss of capture. It was determined that the lead was dislodged, and fluoroscopy revealed the helix was retracted. The led was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension was within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.